Manufacturer narrative:
(B)(4). Upon follow up it was reported, on the same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date, the peritoneal effluent was not clear. Two days after the event onset, the patient was discharged from the hospital. On an unreported date, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient had not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake. On an unreported date, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient received treatment with injection of vancomycin 1 gram, stat dose (route not reported), intraperitoneal injection of amikacin 100 mg, once daily (duration not reported) and injection of cefizox 1 gram, once daily (route and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.